Event description:
A customer reported observing biased ammonia results on quality control fluids and a patient sample. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
An ocd field engineer performed preventive maintenance on the system. Following this service, the calibration and quality control results were acceptable. The root cause of the biased ammonia results is unknown.